Event description:
On 08-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set did not lock in place and loosened in the middle of the night. When he grabbed it by the tubing, it came undone at the quick release and unlocked the plastic housing attached to the body. The site location was the right side of his abdomen and the pump was in his left pocket. The infusion had been in use for a day and a half/a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing just natural movement that included rolling around the bed. The pump was not dropped with the set connected to his body. This had happened twice, and both infusion sets came from the same box. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set did not lock in place and loosened in the middle of the night. When he grabbed it by the tubing, it came undone at the quick release and unlocked the plastic housing attached to the body. The site location was the right side of his abdomen and the pump was in his left pocket. The infusion had been in use for a day and a half/a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing just natural movement that included rolling around the bed. The pump was not dropped with the set connected to his body. This had happened twice, and both infusion sets came from the same box. No further information available.